Event description:
Balloon rupture on thermodiluation catheter.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Visual inspection indicates blood visible on the balloon, indicating that the unit was used in vivo. The balloon appears to be torn on the distal end. Due to the nature of tear, it appears the balloon was torn because it was forced through a smaller or equal size introducer. However, no specific conclusion can be drawn.